Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that there was no leak. It was reported the patient was experiencing withdrawals after deciding not to follow up with the hcp and that is why the pump went empty. The pump was turned off and scheduled for explant. The pump was explanted and the issue was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 12.0 mg/ml dilaudid at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient "felt like its been leaking," and stated "they can smell something and can taste a funny taste," stating they "are tasting the same thing they are smelling," and that¿s the reason they think it's leaking. The patient stated that on (B)(6) 2017 they were throwing up all day, stating "5 session so fall day which was probably more like 15 times." The patient stated that the current pump was their 3rd pump and the prior pumps were changed due to longevity. It was stated the pump was last refilled about a year ago, and about 6 months ago the healthcare provider (hcp) didn't refill the pump and cut it down by 10%. The patient stated it should have been taken out of him already, and the patient doesn't think they can wait anymore. It was stated the patient's hcp won't see them. No further complications were anticipated/reported. Additional information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient told a rep their pump was leaking and they could smell it and taste it on themselves and that's how they know it was leaking. The patient stated it leaked out into their body and they got sick and high as a kite. The patient stated they were so high they threw up clear fluid all day, and was so high they couldn't get out of bed. The patient stated their arms were shaking and it was an awful feeling. The patient went to the emergency room on (B)(6) 2017 and their healthcare provider did not come to the hospital their healthcare provider would not see them because the patient had been noncompliant. The patient wanted their pump removed right away. The patient reported having withdrawal with cold sweats, anxiety, restlessness, was edgy, wound up like a kite, and had diarrhea. The patient's healthcare provider (hcp) was going to turn off the pump but needed the code. The patient was only getting 1-3 hours of sleep per night. The patient stated they were taking muscle relaxers from another doctor to help them sleep. The patient's pump was reduced by 10% because they planned on having it taken out. When the pump was interrogated on (B)(6) 2017 and the pump was empty. The patient stated they had given blood to their hcp. The patient has taken 350 mg/day "soma" for twenty years and also takes 4 mg tizanidine at night. The patient reported their hcp wanted to remove the pump and said they would schedule surgery to do it. The patient reported they were told they would receive a shot of klonopin to help with the withdrawal, but they never got the shot. The patient stated they hadn't smoked pot in 3 years. The patient stated the hcp had not turned off the pump because they were waiting for a code. The patient stated they had not had any falls or trauma. No further complications were anticipated/reported.